Event description:
Nurse found pt sitting on waste can at bedside, holding onto bedrail. When attempted to assist pt back to bed, found that right knee was wedged between bedrail, unable to release. Maintenance was called and the lower bedrail was unbolted from the bedframe. Pt had bruises and lesions around the right knee. X-rays were ordered of the knee by the physician.